Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: while intubating the patient the stylet would not come out; two people tried. This ett was removed and the patient was reintubate with the covidien ett from which the stylet was removed with no problem. No injury reported.

Event description:
Reported issue: while intubating the patient the stylet would not come out; two people tried. This ett was removed and the patient was reintubate with the covidien ett from which the stylet was removed with no problem. No injury reported.

Manufacturer narrative:
(B)(4). A device history review could not be conducted since the lot number was not provided. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported.